Manufacturer narrative:
Pt info: unk. Expiration date: 30-apr-2025. Health impact- clinical code: (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -05.00/+0.5/098 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to excessive vaulting, significant reduction of irido-corneal angles and glare/haloes. The lens was replaced with a shorter lens and the problem was resolved. The eye was quiet. The cause of the event was due to patient related factor and the device failed to perform as intended.

Manufacturer narrative:
D4: unique identifier (UDI)# - (B)(4), should be added to initial MDR. Claim # (B)(4).